Event description:
During a procedure, it was reported that the sutures on endo button broke as they were being pulled through the bone tunnel. It was reported that the surgeon used another endobutton to complete the procedure. It was confirmed that no debris fell off into the patient. There was a 10 minute delay in the procedure. The patient was noted to be okay post-procedure.

Manufacturer narrative:
Device is not being returned for evaluation. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. (B)(4).